Event description:
It was reported that the customer complained about instructions not going over how it can be used sitting up and purewick female external catheters not being able to be used after being taken off for a minute. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." The labeling was reviewed and it states" ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation." The device was not returned.

Event description:
It was reported that the customer complained about instructions not going over how it can be used sitting up and purewick female external catheters not being able to be used after being taken off for a minute. It was noted that the patient had been using the purewick products for less than 90 days.